Event description:
The customer reported that when the device powered on, error code 1000 was displayed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.